Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 81 mg/dl.